Manufacturer narrative:
(B)(4). Additional information received: no medical intervention required. Patient condition is "fine." Event did not result in extension of patient's stay in hospital. The customer returned one 3-lumen cvc for evaluation. The catheter was returned with obvious signs of use in the form of biological material. The proximal lumen was returned with an injection cap attached. Visual examination of the proximal luer hub and injection cap did not reveal any defects or anomalies. The catheter was initially flushed using a lab inventory syringe to ensure there were no blockages. The distal end of the catheter was then clamped and all three extension lines were pressurized using a lab inventory syringe. No leaks were detected. The injection cap was then attached to the proximal lumen and a lab inventory syringe and needle were used to pressurize the proximal extension line again. No leaks were detected. A device history record review was performed based on sales history with no relevant findings. The IFU provided with this kit warns the user, "warning: to minimize the risk of possible air embolism, do not leave usergard hub connected to injection site" the customer report of an injection cap leak could not be confirmed by complaint investigation of the returned sample. The device passed all relevant visual and functional testing. A device history record review was performed based on sales history with no relevant findings. No problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: "connection site of proximal extension line and injection site cap leaked after using for around 48 hours". The device was replaced.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: "connection site of proximal extension line and injection site cap leaked after using for around 48 hours". The device was replaced.